Manufacturer narrative:
(B)(4). Batch # t94v70. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device to stop activating and to display an alert screen is blade damage. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Attempts are being made to obtain the following information: did the patient experience any adverse consequences due to this issue? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the error sign "replace instrument" appeared on the generator screen and the device stopped activating. Patient consequence was not reported. No additional information is available at this time.